Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. Took the test in the morning it stated negative. That afternoon took the covid/flu test at cvs and the covid test came back positive.